Event description:
It was reported that 15 days post implant, the lead had dislodged. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Analysis was normal. No anomaly was found.